Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 8780 lot# serial# (B)(4) , implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4) , ubd: 08-nov-2021, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, consumer) regarding a patient receiving an unknown medi cation via an implantable pump for intractable spasticity. It was reported that the patient was complaining of not getting relief and it was unknown when this started. There were no known environmental factors that caused the issue. The patient is scheduled to have a dye study on (B)(6) 2021. No actions or interventions have been taken yet and it was unknown if surgical intervention would occur. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but will not be made available. Additional information was received from the manufacturing representative (rep). The rep stated the patient went back to the implanting physician to have the catheter replaced.